Event description:
The customer reported that the system was displaying ma filament errors. A filament and collimator calibration were required.

Manufacturer narrative:
The ge service rep found that the generator nodes flashed and reloaded the calibration files per service manual. The system performed as intended.